Event description:
It was reported that the asymptomatic patient presented for a routine follow-up with their pulse generator in backup mode. After device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).